Event description:
It was reported that during a da vinci-assisted surgical procedure, tip of the monopolar curved scissors broke. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and mcs tip cover accessory were inspected prior to use by the scrub nurses, and no damage or irregularities were observed during this inspection. The reported damage is located on the thread of the tip of the scissors.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.